Event description:
Same ae and same reporter as the following manufacturer report number, but separate events: 2183620-2010-00012. Physician reported that four to six years ago, a patient had a vascu-guard patch implanted in an unspecified carotid artery. Patient experienced a patch aneurysm that was diagnosed in (B) (6) 2009. Patient presented with pulsatile lumps at the implant site and the aneurysm was located in the upper 1/3 portion of the implanted patch (patch was approximately 3-4cm in length). No further information is known.

Manufacturer narrative:
Exact implant date is unk, but was approximately 4 to 6 years ago. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.